Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon conclusion of the investigation at the manufacturing plant. Supplemental report: the reported event cannot be confirmed. There was no report of any device malfunction, design or use issue with the device. The current status of the patient is unknown. The lot number was not provided. There is no allegation of a temporal association between the use of the device and the adverse event. This case will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. During routine surveillance of clinical study publication (knee surgery, sports traumatology, arthroscopy (2021) 29:2249-2256) involving nano fx, the following complication was reported: in one case a trabecular fracture developed during implant insertion that required a change in position of the implant but did not preclude a satisfactory repair. This subject eventually developed a re-rupture at the musculotendinous junction with a final constant score of 86." The result of the re-rupture is not reported in the study. There is no documentation in the study that demonstrates a temporal association between the use of the nano fx device and the patient complication. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown but their study occurred in 2020. A mir was submitted to the spanish health authority under report (B)(4) .)

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. During routine surveillance of clinical study publication (knee surgery, sports traumatology, arthroscopy (2021) 29:2249-2256) involving nano fx, the following complication was reported: in one case a trabecular fracture developed during implant insertion that required a change in position of the implant but did not preclude a satisfactory repair. This subject eventually developed a re-rupture at the musculotendinous junction with a final constant score of 86." The result of the re-rupture is not reported in the study. There is no documentation in the study that demonstrates a temporal association between the use of the nano fx device and the patient complication. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown but ther study occurred in 2020. A mir was submitted to the spanish health authority under report#: (B)(4).

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon conclusion of the investigation at the manufacturing plant.